Event description:
It was reported a spectrum pump wireless battery module had fluid instruction. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom. The device was found unable to connect to a wireless network caused by fluid intrusion. The device was scrapped.